Event description:
The patient contacted animas on (B)(6) 2012, alleging that for the past six months, the up arrow keypad button had been responding intermittently and required hard presses to elicit a response. The patient continues to wear the pump. The patient denied moisture to the pump and damage to the keypad. The patient reportedly wears the pump in a pocket and does not clean the pump. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.